Event description:
Boston scientific received information that this right atrial lead exhibited high out of range impedance measurements of greater than 2000 ohms. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.